Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited high ventricular impedance measurements when the lead was inserted in the device port. The lead measurements were within range when tested with the pacemaker system analyzer. The device was not used and a new device was implanted successfully. All electrical parameters were stable and within range with the new device. No patient symptoms were reported.

Manufacturer narrative:
The reported event of high ventricular impedance measurement was not confirmed. Device was received in normal working condition, with battery voltage at near bol level. Electrical and mechanical tests indicated normal pacer functionality. There were no device anomalies found that would have contributed to any potential issues in the field.